Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection of the lead revealed a rubbed through insulation at approx. 55.5 cm distal to the is-1 connector pin. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical stress in the implanted state. Interaction between the lead body and a nearby lead should be taken into consideration. Furthermore cuttings in the insulation were found which occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was returned without documentation from medtronic. The responsible representative has no information regarding this lead. It is unknown why this lead was explanted. Should additional information be received, this file will be updated.